Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing syncope. It was also reported that telemetry could not be established with the implantable pulse generator (ipg) and no changes in pacing mode were noted upon magnet placement. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.